Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine follow up the patient was found to have rv oversensing episodes. Programming changes were made and no further rvos was seen. The patient was asymptomatic.